Event description:
A malfunction was reported by the customer with no notable events occurring before it. The issue did not cause the customer's blood glucose levels to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to report back if any issues reoccur.